Event description:
It was reported to philips that the device¿s ac power module was defective. This case was initiated by a response from the customer regarding the philips healthcare fco86100201a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Sending follow-up report to add patient involvement statement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
This case was initiated by a response from the customer regarding the philips healthcare fco86100201a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This case was initiated by a response from the customer regarding the philips healthcare (B)(4) notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor¿.